Manufacturer narrative:
On 22-sept-2021, mentor received additional information regarding the patient¿s symptoms/diagnosis and revision surgery. The patient experienced right-sided breast pain (discomfort near right lymph nodes) and MRI indicated right-sided rupture. Updated reason for device explant and/or reoperation: rupture, breast pain the patient underwent bilateral removal and replacement with two 450cc mentor memorygel breast implant prostheses (catalog #: 3504501bc, right serial #: (B)(6), left serial #: (B)(6)). On 27-sept-2021, the suspected medical device was returned for evaluation. On 10-oct-2021, the investigation on the suspected medical device was completed. Investigation summary: mentor conducted a visual inspection of the returned device. Visual analysis of the returned device revealed that the implant was received ruptured and incomplete. Additionally, an anomaly was observed on the edges of the rupture consistent with shell abrasion. The evaluation determined that the cause of the rupture is consistent with normal wear. Shell abrasion suggests in-vivo folding or creasing of the device. This may be the result of the following factors: continuous and sustained stresses to the device such as too small breast pocket and folding or wrinkling of the shell in the breast pocket. In some cases, the breast implants may also wear out over time. Most women undergoing augmentation or reconstruction with a mammary prosthesis will experience some pain postoperatively. While pain normally subsides in most women as they heal from surgery, it can become a chronic problem in other women. Chronic pain can be associated with a variety of factors. Surgeons should instruct their patients to inform them if there is significant pain or if pain persists. Pain is a known complication associated with these devices and is referenced in our current product insert data sheet. As part of mentor¿s quality process all devices are manufactured, inspected, and released to approved specifications. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: rupture explantation date: (B)(6) 2021. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) female patient who underwent a breast augmentation revision with 450cc smooth mentor memorygel breast implant experienced right-sided implant rupture postoperatively. Rupture was suspected based on ultrasound. As a result, the patient is scheduled to undergo explantation on (B)(6) 2021.